Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), dyspareunia ("painful intercourse"), vaginal infection ("vaginal infections") and headache ("headaches"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, depression, dyspareunia, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dyspareunia, genital haemorrhage, headache, pelvic pain, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "depression, painful intercourse, vaginal infections, headaches" , reporter lawyer added, product information updated from summon. On 27-oct-2017: no new information added. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dyspareunia, bacterial vaginosis and hot flashes. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included uncontrolled hypertension, uti, vomiting and uterine fibroid. Concomitant products included antibiotics. In may 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping/severe cramping") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, dyspareunia, vaginal infection, female sexual dysfunction, migraine, headache, vaginal discharge and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in august of 2016. Previously reported insertion date was nov-2012. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 159/115 mmhg; on an unknown date: 179/110 mmhg. Computerised tomogram abdomen - on 12-dec-2015: results : essure fallopian closure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, heavy abnormal bleeding, abdominal pain, dyspareunia, most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received : aka added, event added- dysmenorrhea, device monitoring procedure not performed. Events onset date added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia and bacterial vaginosis. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included uncontrolled hypertension, uti, vomiting and uterine fibroid. Concomitant products included metronidazole (flagyl). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and depression ("depression"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, dyspareunia, vaginal infection, female sexual dysfunction, migraine, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) of 2016. Diagnostic results: on (B)(6) 2015, she had CT abdomen and pelvis with intravenous contrast shows essure fallopian closure devices. The current degree of hypertension systolic blood pressure: 159 mm hg diastolic blood pressure: 115 mmhg. The maximum degree of hypertension is systolic blood pressure: 179 mmhg diastolic blood pressure: 110 mmhg. Risk factors consist of hypertension. Most recent follow-up information incorporated above includes: on 5-apr-2018: reporters added and updated patient demographics. Historical drug, historical condition, concomitant disease laboratory data and concomitant drugs were added. Update suspect drug indication. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). Added events infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), migraines / headaches, vaginal discharge. Updated events, onset date. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/pelvic pain') and genital haemorrhage ('heavy abnormal bleeding/heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dyspareunia, bacterial vaginosis and hot flashes. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included uncontrolled hypertension, uti, vomiting and uterine fibroid. Concomitant products included antibiotics. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping/severe cramping"), depression ("depression") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, dyspareunia, vaginal infection, female sexual dysfunction, migraine, headache, vaginal discharge, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in(B)(6) 2016. Previously reported insertion date was (B)(6) 2012, discrepancy noted in date of insertion- (B)(6) 2012. Patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia, menorrhagia (heavy menstrual bleeding) . Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 159/115; on an unknown date: 179/110. Computerised tomogram abdomen - on (B)(6) 2015: results : essure fallopian closure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, heavy abnormal bleeding, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : new event menorrhagia (heavy menstrual bleeding) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/pelvic pain') in an adult female patient who had essure (batch no. 927085/958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dyspareunia, bacterial vaginosis and hot flashes. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included uncontrolled hypertension, uti, vomiting and uterine fibroid. Concomitant products included antibiotics. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/heavy abnormal bleeding"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping/severe cramping"), depression ("depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), mood swings ("mood swings"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rash on arm,"), feeling abnormal ("brain fog"), fatigue ("fatigue") and urinary tract infection ("uti") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, dyspareunia, vaginal infection, female sexual dysfunction, headache, vaginal discharge, dysmenorrhoea, hot flush, mood swings, bacterial vaginosis, anxiety, rash, feeling abnormal, fatigue, weight decreased and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) of 2016. Previously reported insertion date was (B)(6) 2012, discrepancy noted in date of insertion- (B)(6) 2012. Patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 159/115; on an unknown date: 179/110. Computerised tomogram abdomen - on (B)(6) 2015: results : essure fallopian closure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, heavy abnormal bleeding, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received new events abnormal bleeding (vaginal, menorrhagia), hot flashes, mood swings, infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, anxiety, rashes or skin conditions type: rash on arm, brain fog, fatigue, weight loss, uti were added. Event outcome of pain, migraines and bleeding updated. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/pelvic pain') in an adult female patient who had essure (batch no. 927085, 958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dyspareunia, bacterial vaginosis and hot flashes. Previously administered products included for an unreported indication: depo-provera from 2002 to 2005. Concurrent conditions included uncontrolled hypertension, uti, vomiting and uterine fibroid. Concomitant products included antibiotics. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital hemorrhage ("heavy abnormal bleeding/heavy abnormal bleeding"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain/vaginal pain"), abdominal pain lower ("severe cramping/severe cramping"), depression ("depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), mood swings ("mood swings"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rash on arm,"), feeling abnormal ("brain fog"), fatigue ("fatigue") and urinary tract infection ("uti") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia and vaginal hemorrhage had resolved and the genital hemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, dyspareunia, vaginal infection, female sexual dysfunction, headache, vaginal discharge, dysmenorrhoea, hot flush, mood swings, bacterial vaginosis, anxiety, rash, feeling abnormal, fatigue, weight decreased and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) of 2016. Previously reported insertion date was (B)(6) 2012. Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012, (B)(6) 2012. Patient received treatment for events ¿ pelvic pain, abdominal pain, dyspareunia, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement (mmhg) - on an unknown date: 159/115; on an unknown date: 179/110. Computerised tomogram abdomen - on (B)(6) 2015: results : essure fallopian closure devices. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, heavy abnormal bleeding, abdominal pain, dyspareunia, lot number: 927085. Manufacture date: 2011-12. Expiration date: 2014-12. Lot number: 958708. Manufacture date: 2012-03. Expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("depression"), dyspareunia ("painful intercourse"), vaginal infection ("vaginal infections") and headache ("headaches"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, depression, dyspareunia, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dyspareunia, genital haemorrhage, headache, pelvic pain, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. She had surgery to remove the essure implant in (B)(6) of 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "depression, painful intercourse, vaginal infections, headaches" , reporter lawyer added, product information updated from summon. On (B)(6) 2017: no new information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.